Event description:
It was reported that while the ventilator was connected to a patient, it generated a low battery alarm and shutdown a few seconds later when it was unplugged from the mains for transport of the patient. It was immediately plugged back again into the mains and ventilation resumed automatically with settings prior to the shutdown. There was no patient harm. (B)(4).

Manufacturer narrative:
The battery has been requested for investigation but has not yet been received. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).